Manufacturer narrative:
The referenced report of gastrointestinal bleed is covered under medwatch MFR report #xxxx ((B)(4).) (B)(4). Approximate age of device ¿ 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient¿s lactate dehydrogenase (ldh) increased from 200s u/l up to 400s u/l on (B)(6) 2017. There was concern for thrombus. Patient was started on bivalirudin infusion. System controller history interrogation showed elevated flows up to 12.0 lpm. Log file analysis completed by the manufacturer¿s technical services representative showed an increase in power and a decrease in average pi over time. On (B)(6) 2017, it was reported that warfarin and aspirin were held and the patient was transfused 2 units of blood due to a gastrointestinal bleed. Pump speed reduced to 9000 rpm. Hemoglobin stabilized, but the patient had power spikes and ldh up to 450 u/l. Bivalirudin was started and pump speed back to 9200 rpm with improvement of ldh. Ramp echocardiogram was normal and pump speed was reduced to 9000 rpm. Patient was discharged home with inr goal of 2.0-3.0. No additional information was provided.

Manufacturer narrative:
The report of suspected thrombus could not be confirmed through this evaluation. Review of the submitted system controller log files confirmed the report of elevations in power and flow; however, a specific cause for this finding could not conclusively be established through this evaluation. The patient remains ongoing on the left ventricular assist system (lvas). Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.